Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical examination identified the implant flange was broken and material deformation consistent with torsional overload.

Event description:
It was reported that the cage broke during insertion during an unspecified spinal surgery. No patient complications were reported.